Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the surgeon noted that the handpiece was not sealing properly. The handpiece would activate the device, no alarm was given, end tone was heard, but the seal was inconsistent (sometimes it sealed, sometimes it bled). Surgeon noted that the vessel size was about 2 mm. Switched to a new similar device and it was working fine on the same generator. There was no patient injury.